Event description:
Adverse event(s): "pc tear (unrelated to reported footswitch problem)." (Capsule bag tear, posterior). Product problem(s): "footswitch problem." (Defective component); "poor aspiration during vitrectomy mode." (Aspiration issue). A customer reported the footswitch would not work correctly during vitrectomy mode. Additional information was requested. Additional information was received. The nurse manager reported there was poor aspiration during vitrectomy mode. The nurse manager stated it is possible the surgeon was not depressing the footswitch fully. The footswitch was exchanged, the case was completed, then the system was switched out as a preventative measure. She reported the vitrectomy was being done for a non-product related posterior capsule tear.

Manufacturer narrative:
The facility called in to technical support and a new foot pedal was ordered. A footpedal has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).